Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).

Event description:
It was reported a revision surgery due to a hip fracture as consequence of patient fall. Stem was replaced and "black staining" tissue around the articulating surface /interface of the hip joint was noticed.